Event description:
It was reported that patient underwent oss knee procedure on (B)(6) 2006. Subsequently, radiographs identified the locking screw between the femoral and stem components was loose. Patient underwent revision procedure on (B)(6) 2012, where the screw component was removed and replaced. Polyethylene bearing was damaged from the screw and was also removed. Femoral and stem components remain implanted.

Manufacturer narrative:
Examination of returned screw component found no evidence of product non-conformance. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following warning: #1) firmly seat modular components to aid in the prevention of disassociation. Additionally, package insert contains the following possible adverse effects: #4) loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00222 / 00223).